Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(4) , lot: 7758136.

Event description:
Related manufacturer reference number 1627487-2022-05615. It was reported that patient experienced uncomfortable stimulation and shocking sensation at the ipg site. System diagnostics recorded low impedances. Surgical intervention was undertaken during which the physician noticed fluid in the ipg header and a lead fracture. The lead and ipg were explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine the lead that was fractured.

Manufacturer narrative:
The report of shocking sensation was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed).